Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) (B)(4). (B)(4). Summary of investigational findings: no product returned or imaging provided, but according to package insert "when the filter position is correct, loosen the red hub half a turn to prepare filter release" therefore, the reported "filter would not be detached" is not an error. No evidence to suggest that product was not manufactured and inspected according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician started releasing the filter without loosening a red hub, so the filter could not be detached from the delivery system. Then, it was changed with another manufacturer's filter to finish the procedure. Patient outcome: there have been no adverse effects to the patient reported.